Event description:
Right knee joint fluid retention [joint effusion], right knee pain [arthralgia], right knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) with gonarthrosis. The patient's medical history was not provided. On an unspecified date in (B)(6) 2013, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml (route and frequency not provided). The lot number of synvisc was not provided. On an unspecified date in (B)(6) 2013, the patient developed joint fluid retention. The treatment with synvisc was discontinued. On an unspecified date in (B)(6) 2013, the patient recovered from the event. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as possible. Follow up information was received on (B)(4) 2013 from the physician regarding patient's medical history, suspect regimen and clinical course information. Case has been upgraded to serious due to steroid administration. On (B)(6) 2013, the patient was administered the first synvisc injection of the first course into the right knee for gonarthrosis (kellgren and lawrence grade 2). The lot number of synvisc was unknown to the reporting physician. On unspecified date in 2013, the patient had the second synvisc injection (2 ml) of first course into right knee. On (B)(6) 2013, the patient had third synvisc injection (2 ml) of first course into right knee. The same day, patient developed right knee joint fluid retention (earlier reported as joint fluid retention), right knee pain and right knee swelling. On (B)(6) 2013, arthrocentesis was performed (50 ml of joint fluid was aspirated) and patient received treatment with steroid (unspecified) and artz (hyaluronate sodium) for all the events. The same day as night, the event of right knee joint fluid retention recovered. The outcome for the events of right knee pain anf right knee swelling was not provided. The intensity for the event of right knee joint fluid retention was moderate. The intensity for the events of right knee pain and right knee swelling was not provided. The relationship between synvisc and the events of right knee pain and right knee swelling was not provided by the reporting physician.

Manufacturer narrative:
The benefit-risk relationship of product is not affected by this report.